Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Official translation received: that the equipment does not recognize the accessories through the camera. It was reported that the equipment was showing intermittential behavior, sometimes recognizing only two of the four spheres, until it stops recognizing them completely. An evaluation and tests were performed where the need to replace the camera was identified. The camera was replaced. Material recognition tests were performed. Equipment tested and released for use.

Manufacturer narrative:
H3) the system was serviced and the camera was replaced. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system does not read the tool. It was reported that the equipment experience intermittence, and would sometimes only read two of the four balls until it stopped reading completely. Evaluation and testing was carried out where the need to replace the camera was identified. The camera had been replaced. The system passed a system checkout. This is a rough translation of the event. Good faithed effort for an official translation.

Manufacturer narrative:
H2, additional information) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735339, lot #: p7-11987, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.